Event description:
Related manufacturer report number: 2017865-2022-39591 and 2017865-2022-39592. The pacemaker dependent patient attended the emergency room after receiving an inappropriate high voltage shock. The device was interrogated and was observed to be in backup mode. Abbott technical support was contacted and a firmware download was performed to resolve the event. During analysis of the session records, noise resulting in oversensing was observed on the right ventricular (rv) lead. Following the firmware download, a loss of capture was observed on the left ventricular (lv) lead. The physician suspected rv lead externalization and lv lead damage. Fluoroscopy was performed and revealed no anomalies. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device and right ventricular (rv) lead. Insulation damage was visually confirmed on the rv lead. Following rv lead replacement left ventricular (lv) lead capture was present and the previous loss of capture was suspected to be due to the rv lead. No further intervention was performed with the lv lead. Further information was requested but is not yet available.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The electrical anomalies were due to the right ventricular lead and not the left ventricular (lv) lead. No intervention was performed on the lv lead. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.